Event description:
Patient presented to the ER with visible muscle stimulation. Lead was found to have dislodged because of twiddlers syndrome. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. During the visual inspection, a damaged kink protection tube inside the is-4 connector and an over rotated lead body were found. These damages most likely occurred due to the reported twiddler syndrome. Further damages such as a cut into the insulation (approximately 4 cm distal to the is-4 connector pin), most likely occurred during the explantation procedure. During the electrical analysis, no deviations were found. The measurements were within the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.